Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation as it is implanted; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy (peg) procedure performed in 2009. According to the complainant, during the procedure, when the physician started pulling the peg tube from the patient's mouth through the stomach, the dilating tip started to exit where the outside cut on the stomach was made. The physician met resistance and used greater traction however, the tube still would not come through the stoma site. The physician extended the initial incision form 12mm to approximately 1 inch. The tube still would not come through the stoma site. The physician proceeded to cut deeper into the stomach muscle, but this did not resolve the issue. The physician viewed the patient's stomach endoscopically and found that the band that holds the dilator tip and the peg tube together appeared to be wedged, as it was exiting through the gastric wall. Not wanting to cause trauma to the patient, a surgeon was consulted. The surgeon was able to complete the procedure by using hemostats, when in percutaneously through the outside of the stomach and with a bit of "digging and prodding", was able to pull the tub through to its proper placement. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.